Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen not responding to touch, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The system monitor software was upgraded and the touchscreen calibrated. The unit was functionally tested and passed. No fault was found with the returned system monitor. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in apr 2007. The packaged system monitor (part number 1286a) was placed into inventory on 10may2007. The unit was shipped to the customer on 10may2007. The unit was placed into the rental/loaner pool (part number l1286int) on 27jan2017. The unit was sent to the customer on 17may2018. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) rev b p.18 - setting up the system monitor for use with the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the touch screen on the system monitor was not possible to change set up and to access the tab. The system monitor was exchanged.